Event description:
It was reported that balloon rupture occurred. Percutaneous transluminal angioplasty was performed for the chronic totally occluded target lesion anterior tibial artery. After the non-boston scientific guidewire pass through, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was then removed. Another of the same coyote nc quantum apex 2.0mm x 30mm 143cm was advanced for dilatation, but the balloon also ruptured at 10 atmospheres. The device was removed, and a new and the same device was used to perform dilation, revascularization was then performed, and the procedure was completed. There were no patient complications nor injuries reported.